Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged from the delivery system. The lesion was located in the right coronary artery (rca). The lesion was not predilated. During advancement of a 2.5x16mm taxus express2 drug eluting stent to the rca, the stent dislodged from the delivery system. The stent was snared and removed from the leg. No pt complication were reported and the pt condition is ok.

Manufacturer narrative:
The device has not been rec'd at the analysis site for eval as of the date of this report.